Event description:
The customer reported an erroneous elevated creatinine modular (crem) result of 1524 umol/l generated on the unicel dxc 800 pro synchron clinical chemistry system. The result was reported out of the laboratory and the patient was admitted to the hospital on the day of the event, due to the elevated crem results. The customer did not report any issue with any other chemistries. The original sample was rerun and a result of 75 umol/l was obtained and the result was amended. Upon admittance to the hospital, a fresh blood sample was redrawn from the patient, and urea and electrolytes were requested. A creatinine result of 84 umol/l was obtained. The patient's bun (urea) result tracked well between the original and redraw samples with a result of 2.9 mmol/l. The patient was discharged after the results were confirmed to be within synchron reference interval. The serum samples were collected in sarstedet 7.0 ml tube and were centrifuged at 3000 rpm for 10 minutes at room temperature. Controls were run before and after the incident and all results were acceptable. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A service request was initiated. A field service engineer (fse) was on site to investigate the event and replaced the creatinine module. Failure mode was the creatinine module and the issue was resolved following service. Synchron reference interval for creatinine is 57-113 umol/l. Synchron reference interval for bun is 1.8 - 35.7 mmol/l.

Manufacturer narrative:
A service request was initiated. A field service engineer (fse) was on site to investigate the event and replaced the creatinine module. Failure mode was the creatinine module and the issue was resolved following service.